Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment, but encountered difficulty. The device was removed; however, it was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally.the undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section found a kink in the shaft polymer extrusion at the guidewire exchange port. The device was loaded without issues on a 0.014 test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment, but encountered difficulty. The device was removed; however, it was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.